Manufacturer narrative:
A field service engineer (fse) inspected the device, and no defect was found with the speaker. The fse indicated that the device was in perfect working order. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications, and no failure was identified. Section e: reporting institution phone # (B)(6). Section e: reporter phone # (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device displayed an error message: "speaker error". It is unknown if the device produced audible sound. The device was in use on a patient at the time of the event. There was no adverse event reported.